Event description:
It was reported by the patient that the device may be "malfunctioning" because the patient states that the heart rate "will go up to 80 beats per minute [when the patient] is not doing any type of activity." The patient was encouraged to work with the physician and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.